Event description:
Patient was returned to their room following CABG (coronary artery bypass graft) surgery. Transducer system was still attached to the bed. It was noticed that there was a puddle starting to form on the floor. The system had apparently become loose and started to leak. Follow-up information has been requested when any relevant info becomes available, it will be forwarded to the agency.